Event description:
The manufacturer received information alleging a patient with a dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.